Event description:
Customer reported the dpm 6/7 module did not display waveforms which may have resulted in a loss of primary monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the front panel of the dpm 6/7 module. Tested and calibrated to specification.